Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced power on reset (por) and a possible telemetry problem. After the por was cleared, telemetry started to fail. After disconnecting and reconnecting the programming head, programming to previous parameters was achieved. The device remains in use. No patient complications have been reported as a result of this event.